Manufacturer narrative:
(B)(4). Concomitant medical products: act artic e1 hip bearing # item ep-200148 lot 907150. Vg7 dual mobility liner 42mm e # item 110024463 lot 772530. Cocr femoral head # item 00801802803 lot 63573984. Femoral stem 12/14 neck taper ext. # item 00811400410 lot 63993732. Report source: foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11209.

Event description:
It was reported that the patient was revised approximately one month post initial surgery due to dislocation. Head, cup, and liner were revised. No further event information available at the time of this report.